Event description:
It was reported that catheter was placed without difficulty. As clinician attempted to remove wire from catheter, resistance was encountered and wire unraveled. X-ray performed and 20cm or wire was retained in hospital where wire was removed. There were no associated patient complications reported.